Manufacturer narrative:
Investigation: one sample was received for evaluation. It has epoxy drip over on the plastic hub. The photos show the sample with the reported defect. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.]

Event description:
It was reported that there was "glue like" foreign matter on the bd¿ blunt filter needle with blunt fill tip and catheter adapter connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "glue like" foreign matter on the bd¿ blunt filter needle with blunt fill tip and catheter adapter connection.